Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received button alarms 22. The customers blood glucose (bg) level was impacted (400 mg/dl) the customer took a correction bolus to stabilize bg level. The contact stated the customers pump had stopped all insulin deliveries last night. It was indicated that the customer tossed and turned possibly pressed the button. However, it was not confirmed.